Event description:
During the evaluation of a returned olympus evis exera ii ultrasound gastrovideoscope loaner device, it was discovered that the adhesive on the distal end was cracked and peeling. There was no patient involvement during this event.

Manufacturer narrative:
The subject device was returned the adhesive on the distal end was found cracked and peeling. Additionally, the connector was found leaking. The pink rubber probe portion had deep scratches and discoloration present. The ultrasound image had three broken elements present. The elevator channel as well as the scope connector both had loose inlets. The objective lens also had adhesive peeling, though that did not compromise device function. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, although the root cause could not be determined, the peeling and deep scratch are attributed to handling of the device and not due to the manufacturing of the device. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.¿ olympus will continue to monitor field performance for this device.